Event description:
It was reported to boston scientific that during a colonoscopy the physician was unable to use the radial jaw 4 biopsy forceps to take a biopsy. The forceps were put through the scope, the forceps opened but would not close; physician was unable to take the biopsy. Another of the same device was used to complete the case. The pt is reported to be "ok".